Event description:
Pt with an unknown medical history who experienced increasing pain in the knee and an allergic reaction. The pt began treatment with synvisc on an unknown date. The pt received two injections of synvisc into an unknown site on unknown dates. On the second day after the second injection, the pt experienced pain in the knee ("significantly stronger than after the first injection"). The physician suspected an allergic reaction. The additional information was received in 2005 from the physician regarding the pt with a history of osteoarthritis of the left knee. The pt received two injections of synvisc into the left knee, the first in 2005 and the second a week later. Following the first injection (between 2005 and two days later) the pt experienced an allergic reaction to synvisc described as pain and swelling of baker's cyst. The pt was treated with a cortisone injection. The physician described the reaction as moderate intensity and assessed causality as "probable". At the time of this report, the pt had recovered.